Manufacturer narrative:
Exemption number e2017014. (B)(4). Following the reported event, the system was evaluated by a siemens service engineer. The system was found to be operating within specification and no malfunction or device failure was identified. The gap between the table and the corresponding magnet cover was measured and within the normal range of < 8mm. The reported injury is attributed to patient positioning during table movements and not a device failure. The magnetom avanto, operator manual provides instruction to carefully monitor the patient during table movements. (B)(6).

Event description:
It was reported to siemens that an adverse event occurred during operation of the magnetom avanto system. During table movements, the patient grasped the sides of the table resulting in a small laceration to one finger of the patients hand. The injury was examined by a doctor and treated with routine first aid. We are unaware of any further impact to the state of health of the patient involved.